Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of elevated shock impedances however analysis did detect a high current drain. The battery was still able to support full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous system was scheduled for a revision due to oversensing and inappropriate therapy, with a slightly elevated shock impedance. At the revision, the physician also alleged battery issues of this device and replaced both components. The explanted device was later returned for analysis and another device system of the same type was implanted without complication.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this subcutaneous system was scheduled for a revision due to oversensing and inappropriate therapy, with a slightly elevated shock impedance. At the revision, the physician also alleged battery issues of this device and replaced both components. This device is expected to be returned for analysis and another device system of the same type was implanted without complication.